Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this bioprosthetic valve implanted approximately twelve (12) years ago was explanted and replaced with another edwards bioprosthetic valve model 3300tfx. It was noted that the patient expired (unknown date or cause). Multiple follow up attempts with the healthcare provider to obtain patient records, cause of death, reason for explant, etc. Have been unsuccessful. Follow ups with the healthcare provider are ongoing, however, there is no information to suggest a relationship between the patient's cause of death and the edwards device(s).

Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve explant after an implant duration of twelve (12) years. The reason for explant was not provided despite multiple follow ups with the healthcare provider. It was also learned that the patient is now deceased, but the cause of death has not been provided either. Follow ups with the healthcare provider are ongoing, but the available information suggests nothing to indicate a relationship between the patient's death and the edwards' devices. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, but the device was not returned and information not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. No information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.